Event description:
The pt was connected to a ventilator. When the neo-link connector was connected to the ventilator circuit the nurse connected the ventilator to the suction port instead of the ventilator port. The ventilator did not alarm, but the nurse noticed and reconnected the ventilator to the correct port. No pt injury occurred.